Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer,therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent plif surgery at l4/5 level to treat spondylolisthesis at l4 using spinal fixation system and two cages on (B)(6) 2015. On (B)(6) 2015, the patient developed sudden pain in the left lower extremity mainly in the femur. On (B)(6) 2015, back-out of one cage was found by CT and xp examination. Doctor's comment: the compression may not have been performed enough when initial surgery. The patient underwent revision surgery for removal of the back-out cage. During surgery, a screw was cut-out at the time of compression technique after removal. The surgeon decided to schedule another revision surgery on (B)(6) 2015 because 7.5mm screw was used at the first place and larger cage was required. The surgeon will check the cut-out by postoperative x-ray and decide to use a screw or hook. The surgical time was extended more than 60 min. Revision surgery was performed. Reason for revision surgery: left l5 screw cut-out surgeon's comment: the patient with long-term dialysis had weaker bones than the surgeon expected. Pedicle was broken and recovery procedure was not possible with the implants and instruments prepared at that time. Revision surgery plan: the surgeon plans to make crow construct from both cranial and caudal side at left l5 to connect with the existing l4 pedicle screw, as treating left l5 with ps is not feasible. Plif will be re-performed. (Levels implanted may be extended to s1 if placing hook at l5 is difficult).